Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 21165626 / 20080409, model/catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that the patients lead had several high impedances. It was mentioned that the leads are not hexed into the ipg. Database analysis revealed no anomalies. The patient underwent a lead explant procedure.

Manufacturer narrative:
Sc-2317-70, (sn (B)(4)). Device evaluation revealed that the complaint high impedances were confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple the cables were completely broken at the bent/kinked location of the lead. This location appears to be the site where the suture sleeve was positioned. The broken cables resulted in the reported complaint of high impedance exhibited.

Event description:
A report was received that the patients lead had several high impedances. It was mentioned that the leads are not hexed into the ipg. Database analysis revealed no anomalies. The patient underwent a lead explant procedure.